Manufacturer narrative:
No service on the ventilator was requested and no parts were replaced. Ventilator serial number is unknown, no ventilator logs are available. Investigation consists of an evaluation of information from the user facility. The user facility explained that the patient was agitated, potentially causing increased intrapulmonary pressures, breath stacking, and/or cardiopulmonary compromise. The patient¿s endotracheal tube was low on chest x-ray, which also could have contributed to the event. Physicians and respiratory therapists do not believe that the ventilator or nava mode caused the development of the pneumothorax. No internal report has been filed by the user facility. The root cause of the event has not been determined. Other text : (B)(4).

Event description:
It was reported that a neonatal patient was treated in nava (neurally adjusted ventilatory assist) mode of ventilation. After approximately 18 hours, a chest x-ray showed a left-side pneumothorax. Patient had spells of agitation and breath holding. The chest x-ray showed the endotracheal tube low and just above the carina. The pneumothorax was treated and resolved. Patient did not experience any permanent harm and was extubated approximately 18 hours later. Manufacturer's ref #: (B)(4).